Event description:
Pt revised for pain and polyethylene wear of patella.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The initial operative report and implant summary record were supplied for review. The operative report is brief and the preoperative diagnosis was degenerative arthritis, right knee/chronic patellofemoral pain. The operative report is brief and does not suggest any complications or deviations from the recommended surgical technique. There are no patient past medical history reports or comorbidities available. From a medical perspective, based on the information available, it is not possible to confirm the reported event or determine if the complaint is product related. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.